Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 532 mg/dl a correction injection via mdi was administered to address the high bg. Reportedly, moderate ketones were present, but were not dangerous or life threatening. Customer continued to use the pump for insulin therapy.